Event description:
It was reported that during the pre-test before patient placement the foley catheter showed no issues and about one hour after placement there are balloon rupture in the operating room.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test before patient placement the foley catheter showed no issues and about one hour after placement there are balloon rupture in the operating room.

Manufacturer narrative:
The reported event has been confirmed manufacturing related this is addressed by capas 12866756 & 12474528. Visual evaluation of the returned sample noted one opened (with original packaging), used silicone foley catheter attached to drainage bag. Verified material number 2758j14 and manufacturing lot number ngku0254. Visual inspection noted balloon burst measuring 0.4325in. CAPA 12866756 & 12474528 identified the potential root cause of this failure as a silicone balloon molding pin configuration when removing the balloon from the mold. Additionally, a contributor factor was identified - inspection method: the inspection method is visual and relies on the operator¿s judgment to identify any leakage in the catheter balloon during the inflation/deflation inspection test at 100% final inspection. Risk review, labeling review are not required as the event is being investigated per capas 12866756 & 12474528. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h initial reporter complete facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.